Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were stuck and the numbers were increasing without any input, while he was attempting a bolus delivery. The customer's blood glucose level was 135 mg/dl. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratches on lcd window, scratched reservoir tube window and stained end cap sticker.